Manufacturer narrative:
Apoc incident: #(B)(4). FDA inquiry: currently, the report (#2245578-2024-00180) lists procode: khp. However, this report is for pco2 test and the procode needs to be corrected from khp to chl. Correction (section d2b): change from khp to chl.

Event description:
Communcation recieved on 20-mar-2025. See h10 for correction and additional details requested.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-nov-2024. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. A deficiency was previously identified for this cartridge lot, which is unrelated to the customer's complaint, and is being investigated in quality record (qr) (B)(4).

Event description:
Communication received on 26-feb-2025. See h10 for correction and additional details requested.

Manufacturer narrative:
Apoc incident: # (B)(4). FDA inquiry: currently, the report (#2245578-2024-00180) lists procode: khp. However, this report is for pco2 test and the procode needs to be corrected from khp to chl. Correction (section d2b): change from khp to chl.

Event description:
On (B)(6)2024, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridge that yielded a suspected discrepant pc02 result on a patient. There was no patient information available at the time of this report. Method date collected tested pco2 sample I-stat (B)(6) 2024 20:24 20:24 16 mmhg a rapid point 500 ni 21:13 21:16 39 mmhg b there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.